Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they did not notified their managing physician about the shock for the ins. The patient indicated that they talked with technical services and their issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they have therapy concern. The patient reported that they have an adaptive stim active. The patient reported that the ins must be turned down to 3.6 at night from 6.6 because they get shocks in bed when they turn over. The patient programmer shows that the stim is on. It was confirmed that the therapy was on and the adaptive stim was enabled. The controller was displaying correct position and amplitude. The patient reported that they have scheduled with their healthcare professional to discuss about adjusting programming

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A voice mail was left by the patient on (B)(6) 2018 reporting the same information that was received in the patltr, and that their weight at the time was (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A voice mail was left by the patient on (B)(4) 2018 reporting the after talking with a technician the problem had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.